Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was not confirmed. The beak of the sheath was cracked, and a portion was missing. The labels were also not properly affixed, and repair was recommended. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that there was a broken tip while using the cf resectoscope inner sheath, 25fr. The issue occurred during reprocessing, and there was no procedural impact or patient harm associated with the event.

Manufacturer narrative:
See correction in h6 ¿ investigation findings.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is (B)(4).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections d4 (lot number), h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, it is likely the beak was cracked with missing fragments was due to due to user mishandling during device reprocessing. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): ¿IFU (instructions for use, rev 99-1033_fk) "study this manual and other labeling thoroughly for safe handling, storage and usage, including instructions for all generators and accessories... Failure to properly follow the instructions, warnings, and cautions may lead to serious surgical consequences or injury to the patient. Misuse of instruments can cause injury to the patient and could have an adverse effect on the procedure being performed. Do not drop instruments, or allow them to be struck by other objects." (Warnings#1, page 4); " do not use an instrument that fails to meet the criteria stated in the labeling or that has been damaged. Damage may result in the loss of the entire ceramic tip or fragments of the ceramic tip. If there is evidence of charring, burn spots, chips or cracks in the ceramic tip or surrounding area, do not use." (Warnings#3, page 4).¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to inform the updates/correction on h10 from initial report information. This complaint device inner sheath unit received for evaluation and was evaluated is a lot control device and therefore the serial number ac22179419 noted in h10 on the initial report is not a valid serial number on this complaint. This ac22179419 is a service order number by default when the device is received. The evaluation performed was under the lot number ib. The investigation is ongoing. This report will be supplemented accordingly following investigation.